Event description:
It was reported that two batteries failed power outputs after being tested. No adverse event reported.

Manufacturer narrative:
Batteries were not returned for investigation. A supplemental report will be filed if they are returned. No adverse event reported.